Event description:
As reported by the edwards clinical specialist (cs), during the preparation process for a transfemoral transcatheter aortic valve replacement (tavr) procedure, the rf3 balloon split during the last stage of de-airing as contrast was being introduced to de-air the system. A new device was opened and the case was able to be completed without further complications.

Manufacturer narrative:
Method: under magnification. The complaint was confirmed. Preliminary investigation revealed the balloon burst along its entire length. Under microscope the team was unable to find a non-conformance. Follow up examination pending.

Manufacturer narrative:
Dimensional analysis. As reported by the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the rf3 balloon split during the device prep process while contrast was being introduced to de-air the system. A new device was opened and the case was able to be completed without further complications. The retroflex 3 delivery system was returned to edwards for evaluation in a used condition. Visual and dimensional inspections were performed. Visual inspection revealed a longitudinal tear along the majority length of the balloon. The returned balloon component was observed to have severe creases along the length of the balloon. Visual inspection along the balloon tear line did not reveal any surface defects. Balloon single and double wall thickness was measured in several locations and was found to be out of specification most likely due to the severe creases on the wall creating an extra thickness on the balloon surface. The condition of the returned sample may have caused the measurements to be biased high. It is unlikely that these measurement results indicating thicker material would correlate with impaired balloon resistance to burst. In addition, balloon wall thickness is 100% inspected at the component level during the manufacturing process per internal procedures. Visual and dimensional inspection of the delivery device did not reveal any manufacturing defects or non-conformances that may have attributed to the event. A device history record (DHR) review for the rf3 delivery device was performed. The affected device work orders and pv testing were evaluated and did not reveal any issues during manufacturing that could be related to the event. Review of the complaint history revealed (B)(4) similar complaints where the balloon burst during valve deployment and one balloon burst during prep. For the complaints where the product was returned for evaluation, no manufacturing non-conformances were confirmed and the likely root cause of the balloon burst was attributed to patient anatomy or other procedural factors. There were no manufacturing non-conformances found on the returned device. Due to the severe creases in the balloon, an accurate measurement of the wall thickness could not be conducted. The balloon component is 100% visually inspected for defects, burst pressure tested, and 100% dimensionally inspected per internal procedures during the manufacturing process, which makes it highly unlikely that, a damaged or out of specification balloon component is the root cause. The balloon is inflated to ensure proper size and inspected for mechanical damage per internal procedures, and the device is leak tested after the balloon is pleated and folded per internal procedures. This makes it highly unlikely that a pre-existing pin hole on the balloon could have caused a rupture. Moreover, per the fema, a balloon burst can lead to several potential harms with different levels of severity. A review of all complaint history as of (B)(4) 2012 revealed that no rf3 delivery system balloon bursts have resulted in an aortic or ventricular embolization which would represent the worst case scenario. The complaint was confirmed, but there is insufficient information available to determine the reason for the observed event. Available information suggests that either damage in the field or over-pressurization of the balloon caused the event. There is no confirmed manufacturing non-conformance or an inadequacy in the labeling/IFU which could have resulted in the complaint. A review of the complaint history did not reveal that occurrence rate exceeds the control limits for this failure mode. Therefore, no corrective action is necessary.

Manufacturer narrative:
Additional information: expiration date, manufacture date.